Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. The customer was unsure how the cracked screen occurred. Reportedly, the pump was still functional. Customer's blood glucose level was 151 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.